Event description:
It was reported that the patient presented prior to generator changeout procedure. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.